Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reran the affected sample using manual open tube sampler, after which the hemoglobin (hgb) result recovered acceptably. The cse confirmed that the the issue was due to running a low volume tube sample, which may have caused the system to not aspirate enough blood to perform a correct reading. The sample issue was not recognized by the operator, and the discordant hgb result was flagged with an asterisk (*) but reported regardless without result verification. As per the advia 120/2120/2120i hematology system operators guide, "laboratory personnel are alerted to suspected sample abnormalities through the combined use of morphology and quantitative flags (high and low). Whenever morphology or quantitative flags are triggered, the laboratory, before reporting patient results, must validate the results and take the appropriate action in accordance with established standard operating procedures." The cause of the event is use error, as the laboratory reported out and did not verify the flagged result. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low hemoglobin (hgb) result was obtained on a patient sample on an advia 120 hematology system with autosampler on (B)(6) 2021. The discordant result was flagged with an asterisk, but was still reported to the physician without result verification. A new sample from the same patient was run for hgb on (B)(6) 2021, recovering higher. This result was reported, as the correct result, to the physician(s). On (B)(6) 2021, another sample from same patient was run for hgb, recovering higher and matching the result from the previous day. This result was also reported, as the correct result, to the physician(s). The original sample from (B)(6) 2021 was also rerun for hgb during a service visit by a siemens customer service engineer (cse) on (B)(6) 2021, and the hgb result recovered higher, matching the other higher hgb results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hgb result.